Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) slipped during first fixation and exhibited increased capture threshold on second fixation. While searching for a third location, a perforation was noted in the atrial appendage. The blood pressure dropped and an effusion with tamponade was noted through echocardiogram. Pericardiocentesis and open-chest hemostasis was performed. The atrial implant attempt was abandoned. The patient was in stable condition following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.